Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, the needle jammed up in the gun rendering it inoperative. There was no pt consequences due to this device anomaly, however, for whatever reason, at this point in time, the surgeon chose to finish the repair open. The procedure was concluded successfully without further incident or harm to the patient. The rep. Could not articulate as to why or for what reason the surgeon chose this open process to conclude the repair.

Manufacturer narrative:
When the complaint device is received, it will be subjected to a root cause analysis. If it is determined that the device's failure played a roll in the surgeon's decision to convert from arthroscopic to open, then our findings will be posted in a follow-up report. Other than this, this MDR's function is to record an event. Outside of this, no further action is warranted.